Event description:
Analysis of the returned device found that the subject guidewire broken/fractured during use and guidewire ptfe coating peeling was noted. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/microscopic inspection: the guidewire distal tip was found to be damaged. The core wire distal end was observed through the distal tip dome. The guidewire was hydrated, and the surface of the hydrophilic coating was rough. The nitinol tubing was found to be broken/fractured 8 cm from the distal end of the device. The distal end was broken further during the analysis. The guidewire ptfe coating was noted to be peeling 43 cm from the proximal end. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. No additional information was received to help with this investigation. If additional information is received later that alters the assignable cause; the investigation will be re-opened to reflect this information. Analysis of the returned device found the guidewire distal tip to be damaged, the hydrophilic coating was rough, the nitinol tubing was found to be broken/fractured 8 cm from the distal end of the device and the guidewire ptfe coating was noted to be peeling 43 cm from the proximal end. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip damaged¿ and to the as analyzed guidewire distal tip damaged, guidewire hydrophilic coating surface rough and guidewire broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found the ptfe was peeling from the proximal end up to 43cm from the proximal end which indicates the ptfe encountered an interaction with another device. However, this cannot be confirmed as the torque device and the introducer sheath were not returned for analysis. Therefore, a cause of undeterminable has been assigned to the as analyzed 'guidewire ptfe coating peeling'.